Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was valid before the erroneous result was obtained. The customer found that the reaction washer probes were dripping into the reaction ring cuvettes, stopped running the analyzer, unloaded reagents and shut down the analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, noted reaction washer probe 4 leaking, observed constant flow of liquid coming from the reaction probe 4 cuvette washer and droplets on reaction wash probe 4 dispense, replaced the solenoid valve, and ran daily maintenance and qc, which passed. Siemens reviewed the instrument data and noted a sudden decrease in milli-absorbance unit (mau) during cycles when no instrument activities were taking place. Siemens further evaluated the event and determined that the probable cause of the event is a droplet from the reaction washer. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on an alternate atellica ch 930 analyzer. The repeat result matched the patient's previous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ecre3 result.